Event description:
It was reported by service report that the fowler would drift down with weight. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: fowler was drifting down with weight due to a worn fowler brake clutch.